Manufacturer narrative:
Because the device is unknown the device manufacture date is not known. Alleged failure: unintended activation probable root cause: breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress) membrane switch button contact shorts/opens, comes off location or corrodes due to heat from sterilization, moisture ingress or stress due to improper assembly broken traces on the membrane switch causing it to work intermittently improper/inadequate marking of buttons pcba component failure console not correctly delivering power to shaver use error the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that unintended activation to the shaver occured and a hole in the drape cover emerged. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The device reported has not been identified. Once the device has been determined, further information will be provided.

Event description:
It was reported that unintended activation to the shaver occured and a hole in the drape cover emerged. Although there was patient involvement, there was no adverse consequence.